Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the black box showed dates out of sequence, and evidence of an unexplained power on reset event. No battery cap or cartridge cap were returned. All testing was performed with test caps. The pump intermittently powered up with the test battery cap, and was able to fully tighten to the pump. The battery compartment was cracked from the thread area to the case seal. Evidence of moisture was found in the battery compartment. A leak was found in the battery compartment. The pump case was removed to find no evidence of additional moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.